Manufacturer narrative:
Device eval summary - device eval of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation, the battery charger would not power on past the initial start-up screen. The cause was corrupt flash programming. The root cause of the corrupt programming was unable to be positively determined. No adverse event resulted from the corrupt programming. The pt was provided with a replacement charger.

Event description:
A (B)(6) female pt contacted zoll customer support to report that her battery charger/modem was resetting. The pt was issued a replacement battery charger/modem.